Event description:
It was reported to boston scientific corporation in late 2008, while preparing for a procedure the same day, it was noted the pin of the rotatable snare was detached upon removal of the product from the packaging.

Manufacturer narrative:
The visual inspection during analysis reveals the cautery plug detached from handle. Both the cautery plug nest and the cautery plug threads reveal evidence of wear. This indicates that the cautery was attached to the device at the time of manufacturing. The device history record (DHR) was performed; no anomalies were noted. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. The root cause of the reported malfunction has been attributed to "manufacturing".